Event description:
It was reported that the guidezilla damaged the imaging catheter. The target lesion was located in the heart. A 6f guidezilla ii catheter-guide extension and an opticross imaging catheter were selected for use. During the procedure, the cutting balloon could not cross and the ultrasound catheter was advanced with difficulty due to a bulge in the guidezilla hypotube and the welding point. Upon withdrawal, the guidezilla cut the ultrasound catheter, so the physician withdrew the whole system. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Event description:
It was reported that the guidezilla damaged the imaging catheter. The target lesion was located in the heart. A 6f guidezilla ii catheter-guide extension and an opticross imaging catheter were selected for use. During the procedure, the cutting balloon could not cross and the ultrasound catheter was advanced with difficulty due to a bulge in the guidezilla hypotube and the welding point. Upon withdrawal, the guidezilla cut the ultrasound catheter, so the physician withdrew the whole system. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There were numerous severe shaft kinks present to the device. The collar and shaft were partially detached. There was ptfe damage inside the collar as the liner was pulled away from the collar. There was blood present in the shaft of the device. The opticross device used in the procedure with the guidezilla ii complaint device returned for analysis, however, the opticross device was returned incomplete. Insertion was tested and was the device failed to cross due to the ptfe damage causing resistance. Photo media provided was visibly unclear and depicted no visible damage and therefore could not confirm the reported events or damages. Product analysis confirm the reported events as during functional testing the returned opticross failed to advance through the guidezilla due to the ptfe damage within the collar as resistance occurred during advancement of the device. The collar and shaft were partially detached. The shaft had numerous severe kinks. These damages that can cause resistance when trying to advance through the shaft when inside the patient.